Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: female pelvic med reconstr surg.2018; 24: 272¿276. Doi: 10.1097/spv.0000000000000441. (B)(4).

Event description:
It was reported in a journal article with title: can the learning curve of laparoscopic sacrocolpopexy be reduced by a structured training program? The aim of the study was to establish whether the learning curve for the laparoscopic sacral colpopexy (lsc) could be significantly reduced in a structured learning program. The authors conducted a prospective study in 21 lscs (mean age: 69 years; bmi: 24.5 to 33.5). During the surgical procedure, an ultrapro poliglecaprone-25/polypropylene mesh (ethicon) is fashioned to sit anteriorly and posteriorly on the vault and travel up the posterior aspect of the pelvis to attach to the anterior ligament of the sacral promontory. The mesh is sutured on to the vault anteriorly and posteriorly with four to six polydioxanone sutures 3.0 (ethicon) and is then tacked to the sacral promontory with a titanium helical tacker. Reported complications included patient 6 with recurrence of her posterior wall prolapse to the hymen in which she had subsequently undergone posterior repair and sacrospinous colpopexy and patient 2 with recurrence of her anterior wall prolapse to the level of the hymen. Previous studies on lsc that report a similar learning curve have recorded much longer operating times. The authors believed that the shorter operating time, without compromise to outcomes and complication rates, is a result of the structured learning program.